Event description:
Erratic result reported over time when no further heparin administered: post-bolus (time-to-test not reported) 445 seconds; 10 minutes post bolus - 279 seconds; 30 minutes post bolus - 442 seconds; 10 minutes post bolus - 398 seconds. Procedure, therapeutic range, and act baseline not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Itc complaint (B)(4). Manufacturer evaluation / investigation pending add'l info from consumer.